Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced kinked or bent cannula that caused elevated blood glucose level (700 mg/dl approximately) which the patient tried to treat with a bolus, but she went to the hospital on (B)(6) 2019 and was hospitalized due to this issue. During hospitalization, she received an insulin drip via intravenous route which resolved the issue. The infusion had been in use for less than three days and the patient did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital. She was able to insert a new infusion set and resumed insulin pump therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.